Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f ver tempo aqua catheter was found ruptured with water spraying, so use was immediately stopped and a new set of angiographic catheters was replaced. The issue was noticed during device preparation, where a defect at the distal tip was observed before use. The catheter did not break into two pieces and was not used inside the patient. Since the device defect was identified prior to patient use, the catheter was replaced with a new catheter of the same brand and the procedure was completed successfully. There was no reported injury to the patient. This occurred while preparing for a ruptured aneurysm angiography procedure. The device was prepared according to the instructions for use (IFU) and showed no apparent damage prior to preparation. The intended procedure was a cerebral aneurysm procedure. Vessel characteristics included moderate calcification and no vessel tortuosity. A 260cm non-cordis wire was used and no resistance was encountered while advancing over the guidewire. The device was not returned because it was disposed of by the hospital. The hospital reported this case as an adverse event to the china nmpa.

Manufacturer narrative:
As reported, the 5f ver tempo aqua catheter was found ruptured with water spraying, so use was immediately stopped and a new set of angiographic catheters was replaced. The issue was noticed during device preparation, where a defect at the distal tip was observed before use. The catheter did not break into two pieces and was not used inside the patient. Since the device defect was identified prior to patient use, the catheter was replaced with a new catheter of the same brand and the procedure was completed successfully. There was no reported injury to the patient. This occurred while preparing for a ruptured aneurysm angiography procedure. The device was prepared according to the instructions for use (IFU) and showed no apparent damage prior to preparation. The intended procedure was a cerebral aneurysm procedure. Vessel characteristics included moderate calcification and no vessel tortuosity. A 260cm non-cordis wire was used and no resistance was encountered while advancing over the guidewire. The device was not returned because it was disposed of by the hospital. A product history record (phr) review of lot 18473348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ cracked¿ could not be substantiated because the device was not returned and images were not provided. No damages were noted prior to preparation therefore, handling factors cannot be excluded. A product history record phr review revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Because the cause of the reported event could not be determined from the available information, a case-specific assessment of residual risk communication could not be performed. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues.

Event description:
As reported, the 5f ver tempo aqua catheter was found ruptured with water spraying, so use was immediately stopped and a new set of angiographic catheters was replaced. The issue was noticed during device preparation, where a defect at the distal tip was observed before use. The catheter did not break into two pieces and was not used inside the patient. Since the device defect was identified prior to patient use, the catheter was replaced with a new catheter of the same brand and the procedure was completed successfully. There was no reported injury to the patient. This occurred while preparing for a ruptured aneurysm angiography procedure. The device was prepared according to the instructions for use (IFU) and showed no apparent damage prior to preparation. The intended procedure was a cerebral aneurysm procedure. Vessel characteristics included moderate calcification and no vessel tortuosity. A 260cm non-cordis wire was used and no resistance was encountered while advancing over the guidewire. The device was not returned because it was disposed of by the hospital.